Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error message of "iabp required maintenance". No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer has not yet approved the purchase order, and is unknown when it will be approved. The iabp was not cleared for clinical use. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and upon power up, the unit alarmed and displayed power-up test fails code # 14. In attempts to fix the issue, the fse tried replacing the scroll compressor and found that the power-up test fail code #14 disappeared and the unit began working properly. The fse performed all functional and safety checks to meet factory specifications. Repairs are pending. A supplemental report will be submitted should additional information be provided. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails code # 14 message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails code # 14 message. No patient harm, serious injury or adverse event was reported.